Event description:
It was reported, the customer damaged their insulin pump. Customer reported dropping their insulin pump, causing the case to break and the screen to be unreadable. Customer's blood glucose was 357 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with missing segments on the display due to cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.